Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not inflate, and after the catheter was removed, the balloon would not inflate; however, the catheter drained fine. A 2nd catheter was used, and inflated without any problems. It was later reported that the catheter was placed due to retention post an unsuccessful twoc (trial without catheter). The catheter was placed urethrally, prefilled, using the syringe supplied in the package. No regular irrigation, sutures, or traction were applied to the catheter

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. However, there was no evidence of a failure that would support the reported event. The evaluation found that the catheter was inflated without difficulty. The catheter was dissected and no conditions were found that contributed to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not inflate., and after the catheter was removed, the balloon would not inflate; however, the catheter drained fine. A 2nd catheter was used, and inflated without any problems. It was later reported that the catheter was placed due to retention post an unsuccessful twoc (trial without catheter). The catheter was placed urethrally, prefilled, using the syringe supplied in the package. No regular irrigation, sutures, or traction were applied to the catheter

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not inflate, and after the catheter was removed, the balloon would not inflate; however, the catheter drained fine. A 2nd catheter was used, and inflated without any problems. It was later reported that the catheter was placed due to retention post an unsuccessful twoc (trial without catheter). The catheter was placed urethrally, prefilled, using the syringe supplied in the package. No regular irrigation, sutures, or traction were applied to the catheter.